Manufacturer narrative:
The pod was returned to the manufacturer for a device evaluation. No kinks or bends were identified on the exposed portion of the cannula. Fluid path testing showed that insulin was able to pass through the distal tip of the soft cannula. Data download revealed that an occlusion alarm occurred. Investigation found no defects or manufacturing deficiencies that would contribute to the triggering of a hazard alarm, high bg levels, or bleeding/bruising at the infusion site. The formed needle was inspected and no abnormalities were observed. No problem was found with respect to a bent/kinked cannula, and a root cause for the bleeding/bruising, occlusion alarm, and associated high bg levels could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. Without evaluating the device, we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient¿s blood glucose levels reached 20 mmol/l (360 mg/dl) while wearing the pod between 36 and 48 hours on the arm. When the pod was removed, it was noted that the cannula appeared bent. In addition, it was reported that blood was observed in the cannula.